Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - 405800 (66855905) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the end of the reamer tip split during insertion with the steinmann pin, potentially jamming. The correct surgical technique was used, and the impactor was successfully used to complete the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6: proposed annex g code: mechanical (g04) - drill the reported event has been confirmed through product return. Visual examination of the returned product identified signs of repeated use in the form of galling on the shaft of the reamer and gouges and scratches near the distal end of the reamer. The reamer tip cracked in two places on the opposing sides of the reamer, where the pin passed through the reamer. The inner diameter of the reamer cannot be measured as the pin remains stuck in the reamer. The pin cannot be removed from the reamer with reasonable force. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.